Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display was blank. Blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump gave an unexpected blank and white flashing display after a battery change followed by an unexpected intermittent beep alarm due to a cracked lcd controller. The device was unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to the display anomaly.